Manufacturer narrative:
This investigation is on going.

Event description:
It was reported that this device recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this device recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. The device was explanted. The device was accidently discarded by the hospital and will not be returned for analysis.